Manufacturer narrative:
The raw material certificate and the manufacturing chart of the broken liner (lot# 1308189) were checked without finding any anomaly. A total of (B)(4) liners were placed on the market with the same lot#, without receiving any other complaint on this lot#. We will send a final emdr once the investigation will be concluded.

Event description:
Shoulder revision surgery performed on (B)(6) 2017 because of squeaking of the prosthesis. Liner l1, previously implanted on (B)(6) 2015, was found to be broken at the base of the central peg and the metal back 4 lugs were found to be worn out at time of revision surgery. According to the info reported, patient was forward flexion when felt the prosthesis squeaking. It was reported that patient lives in a farm and usually get on and off the tractor. Event happened in us.